Event description:
It was reported that during an atrial fibrillation (afib) procedure, the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The physician was not able to interpret the both bs and all ic recordings in spite of the presence of signal noise. The temperature displayed was 7 degree celsius when the catheter was attached. No ablation was being delivered at this incorrect temperature. The issues were resolved by exchanging the cable. The procedure was completed without patient's consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The physician was not able to interpret the both bs and all ic recordings in spite of the presence of signal noise. The temperature displayed was 7 degree celsius when the catheter was attached. No ablation was being delivered at this incorrect temperature. The issues were resolved by exchanging the cable. The procedure was completed without patient's consequence. Upon receiving the cable, it was visually inspected and the cable appeared to be in normal condition. The cable was connected to a known good catheter and carto system and no noise was observed. The temperature was showing as normal. Electrical test was performed and no issues were found with the cable. The device history record was reviewed, it was identified that 0 pieces were scrapped. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.